Event description:
The customer has experienced the tip of the 10fr jp drain breaking off when removing it from the patient. The tip then had to be surgically removed. In this case, the drain was placed on (B) (6)2008 and attempted removal/breakage occurred on (B) (6)2008.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.